Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was confirmed. As received, the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to an issue inside ECG electrode c. An unused pulse wire migrated within the ECG electrode and cut into the discharge (green) and lead2- (orange) wires. A root cause investigation determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.